Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery with three proglide devices using the pre-close technique via a 6fr sheath hole prior to an interventional carotid artery stent procedure. Reportedly, a cuff miss [suture retrieval issue] occurred for all three devices. The suture of one new proglide device was successfully pre-placed. The sheath was upsized to a 9fr sheath and the carotid artery stent procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional devices referenced in b5 are filed under separate medwatch report numbers.